Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the logfiles showed the reported suction loss is caused by the user deactivating the suction pumps. No problem with the system can be identified suction loss is caused by the user deactivating the suction pumps. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break during lasik flap creation of the left eye; the laser stopped just after starting the flap. The surgeon redocked and continued with the flap creation without further issues. Additional information has been requested.